Event description:
Complainant alleged that while analyzing the heart rhythm of a female patient, the device gave a "shock advised" prompt, however, would not discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product, and this complaint is still under investigation.